Event description:
It was reported the patient's blood glucose level rose to 23.8 mmol/l (428.4 mg/dl) while wearing the pod between 4 and 24 hours. The patient felt and smelt insulin leaking from the pod. When removed from the infusion site (leg), the pod's cannula was found bent and the site was swollen. As treatment, a new pod was placed and a bolus was given.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula. After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that would contribute to swelling at the infusion site. The exact cause of the reported event could not be determined.